Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms during bolus delivery. The customer would resume insulin delivery and deliver the remaining bolus without another alarm. The customer's blood glucose level was not impacted.